Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs optium xido meter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the adc glucose meter. A caregiver reported that the customer was unable to obtain readings due to the meter powering on with button press, however, not upon test strip insertion. As a result, customer experienced a loss of consciousness and an ambulance was called. Customer received unspecified treatment and no further information was provided as caller could not recall any additional details. There was no report of death or permanent injury associated with this event.